Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was not working properly. There was no patient impact.

Manufacturer narrative:
Analysis found the device was in good condition, no deviations/anomalies found. The item has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received the device failed to work due to electronic artifacts with unknown origin during the procedure. Visual indication was observed.